Manufacturer narrative:
H10: e1- (B)(6).

Event description:
Philips received a complaint by the customer on the v60 indicating that the device displayed a proximal pressure sensor auto zero failed message. It was reported there was no patient involvement at the time the issue was discovered. The manufacturer's field service engineer (fse) was dispatched to the site and confirmed that the v60 ventilator revealed error proximal pressure sensor auto zero failed message, with no error code found, pointing to a data acquisition printed circuit board assembly (pcba) fault as the probable cause. The fse replaced the data acquisition board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.